Event description:
It was reported that a study patient initially diagnosed with pseudoarthrosis underwent a spinal procedure at levels c5-c6 using an anterior cervical plate system with screws. Approximately 82 months postoperatively, it was reported that the patient had intermittent neck stiffness and posterior neck pain. It was also reported that the patient experienced intermittent numbness of the right hand with 5th digit numbness of the left hand. According to the report, a CT of the c-spine showed minimal interbody graft and the c6 screw fracture "redemonstrated lucency within and along the cage margins mildly progressed". Findings also suggested incomplete fusion and evaluation of the thecal sac from c6 caudally was limited by beam hardening artifact. Treatment included home exercise given to the patient and ibuprofen as needed. The patient continued to take hydrocodone as needed. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): (numbness), (neck pain), (device fracture). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.